Manufacturer narrative:
DHR review did not identify any issues during the manufacture of tpt1005sp lot 0001381128, the investigation was able to confirm the reported failure mode ¿disconnected¿ utilizing the provided photographs. However, no sample was provided for evaluation and the photographs provided did not provide enough clarity to determine where and how the device broke. As a result, a probable root cause could not be determined. Since no probable root cause could be identified, no actions will be implemented at this time. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Material no.: tpt1005sp; batch no.: 0001381128. It was reported that when removing the metal stylet, the ball valve and membrane mechanism pulled out of the 3 way housing. Per attached form: per the physician: "after puncture, when removing the metal stylet, the ball valve and membrane mechanism pulled out of the 3way housing. This allowed air to travel quickly into the pleural space. I was not able to cover it with my finger due to its irregular shape, and it took me a moment to turn the 3way to closed position." Customer response: please confirm whether or not there was any patient impact. Patient developed a moderate pneumothorax. Do you have photos showing the reported issue? Pictures attached. What procedure was being done when the reported issue occurred? Thoracentesis. Please use the attached pre-paid shipping label to return instrument for investigation. The device was not saved.

Manufacturer narrative:
Revising from product problem to adverse event.

Event description:
Material no.: tpt1005sp, batch no.: 0001381128. It was reported that when removing the metal stylet, the ball valve and membrane mechanism pulled out of the 3 way housing. Per attached form: per the physician: "after puncture, when removing the metal stylet, the ball valve and membrane mechanism pulled out of the 3way housing. This allowed air to travel quickly into the pleural space. I was not able to cover it with my finger due to its irregular shape, and it took me a moment to turn the 3way to closed position." Customer response: please confirm whether or not there was any patient impact. Patient developed a moderate pneumothorax. Do you have photos showing the reported issue? Pictures attached. What procedure was being done when the reported issue occurred? Thoracentesis. Please use the attached pre-paid shipping label to return instrument for investigation. The device was not saved.

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: tpt1005sp, batch no.: 0001381128. It was reported that when removing the metal stylet, the ball valve and membrane mechanism pulled out of the 3 way housing. Per attached form: per the physician: "after puncture, when removing the metal stylet, the ball valve and membrane mechanism pulled out of the 3way housing. This allowed air to travel quickly into the pleural space. I was not able to cover it with my finger due to its irregular shape, and it took me a moment to turn the 3way to closed position." Customer response: please confirm whether or not there was any patient impact. Patient developed a moderate pneumothorax. Do you have photos showing the reported issue? Pictures attached. What procedure was being done when the reported issue occurred? Thoracentesis. Please use the attached pre-paid shipping label to return instrument for investigation. The device was not saved.